Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: after successful puncturing, the nurse connected the scalp needle and found that the extension tube of the indwelling needle was leaking.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: after successful puncturing, the nurse connected the scalp needle and found that the extension tube of the indwelling needle was leaking.

Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.